Manufacturer narrative:
A search of the complaint database was performed and no similar complaints for this lot number were found. The product history record was reviewed, and no exception documents were found. Nonconformance's of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints. The suspect device is expected to be returned for evaluation. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that during removal of a temporary aln laboratory vena cava filter via the upper jugular vein, the en snare® broke between the catheter and the loop. The aln laboratory filter and merit en snare® loops were able to be retrieved; however, the process was technically challenging and prolonged procedure duration and associated fluoroscopy time. It was not reported how long the procedure duration and fluoroscopy time was prolonged. No patient injury was reported.